Event description:
Additional information was received indicating r-wave amplitude variation was noted on the right ventricular (rv) lead.

Event description:
It was reported that the patient experienced diaphragmatic twitching and discomfort. Diagnostic imaging was performed and cardiac perforation with the right ventricular (rv) lead was observed. The rv lead was explanted and replaced to resolve the event. No additional intervention was performed. The patient was in stable condition.